Manufacturer narrative:
The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during treatment of an aneurysm in the ophthalmic segment of the internal carotid artery physician was not able to open the distal part of the device. The device was resheathed two times, however the device did not open. The physician decided to retrieve the device, with the microcatheter all together. A new device of the same size was used to complete the procedure successfully. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.